Event description:
It was reported that the device was explanted after implant duration of approximately 3.4 months. In 2009 (through follow-up with the health-care provider), a response was received; however, the cause of explant was not provided.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 284 mg/dl and 20 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a response was received; however, the reason for explant was not provided. The operative report was also requested but not provided. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.